Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, brown particle material was found on the shell and gel, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified two striated openings and striated nicks. Based on the device analysis the final assessment is two striated openings assessed as surgical damage and striated nicks assessed as surgical tool scratch-like.

Event description:
Healthcare professional reported a left side rupture "extremely delaminated." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture "extremely delaminated." Device has been explanted.